Event description:
It was reported that the rhino-laryngofiberscope exhibited that when the leak test was performed, when looking at the end of the scope, the cover is coming out and metal is visible. The issue was found during preparation for use and before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.